Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a loose connection between the supply line and solution bag. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause for the reported alarm. Based on the available information, the direct cause for the reported system error 2240 alarm was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.